Manufacturer narrative:
In addition to section describe event or problem, the cleaning, disinfection, and sterilization (cds) of the scope was performed the by the customer. All channels were flushed with endozime pa detergent, and a cr kennedy single use red pull thru brush was used for the instrument and suction channel until no debris was observed in the bristles of the brush. Rapicde pa disinfectant was used with the medivator automatic endoscope reprocessor (aer). The air/water channel, suction channel, and auxiliary channel were flushed with alcohol. The endoscope was dried prior to storage in a well-ventilated cabinet. The suspect device was returned to olympus and was cleaned with matrix biofilm remover and left to soak for one hour before a cycle in the oer washer. Inspection and testing of the device did not confirm the blockage in the suction channel and found no fault with the device. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the suspect device had recently been repaired for a blocked air/water channel and upon return it was manually cleaned, put through the reprocessor, and dried. When sterile samples were tested, the suction channel tested positive for over 200 colony forming units of gram positive cocci isolated, and over 200 colony forming units of gram negative bacilli isolated. The endoscope was reprocessed again with the same results. It was noted that upon the third cleaning, it was found that the brush wouldn¿t go down the suction channel between the button housing and the biopsy channel. There was no report of patient involvement or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Nonconformity including abnormality or leakage of the channels was not confirmed from the device inspection. Olympus will continue to monitor field performance for this device.